Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: manufacture date. The devices associated with this report were not returned. A search of the complaint database found no prior reports for the nail part and lot number combination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the screw was not provided. Provided information shows the patient was revised to a total hip. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain.